Manufacturer narrative:
The product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. The handpiece and viscoelastic used during the implantation are not qualified for the indicated lens/cartridge combination. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that two weeks after an intraocular lens (iol) was implanted, the patient experienced swelling and heaviness in the right eyelid and noticed a white object or two in her field of vision. The patient was prescribed antibiotic eye drops and the eyelid swelling resolved, but her visual concern is ongoing. In a follow up, the surgeon indicated that the event was non-serious and the patient is recovering. The surgeon also reported that the handpiece and viscoelastic used during the implantation of the iol were not approved for the lens/cartridge combination.

Event description:
In a followup, the surgeon reported that the event was not related to the iol.